Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty (printed) circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a b30 scope communication error was confirmed; a circuit board was noted to be faulty. The following additional findings were also noted: image shift to the right due to a faulty printed circuit board. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, during preparation for use of the device in the gastrointestinal lab in an unknown procedure, an issue with their evis exera iii video system center led to the display of a b30 scope communication error on the clv-190 light source which was used concomitantly. Troubleshooting of the setup by the customer revealed that the issue was with the video system center and not with the scopes. To mitigate the issue in the short term, a loaner device was arranged for the customer. There were no reports of patient or user harm associated with this event.